Manufacturer narrative:
Sections with additional information as of 23-apr-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - unable to ship to manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples most likely underlying root cause: mlc-008: failure to follow instructions.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer states that her basaglar insulin pen will not aspirate her insulin. The package was not open or damaged when received. The customer has been using the product for 1 month. The customer is not using compatible product. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 06-mar-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.